Event description:
It was reported that the patient's device data was not transmitting to the system monitor or heartmate touch. The patient cable, heartmate touch, and system monitor were exchanged multiple times without any resolution. The patient was clinically stable and the pump operated as intended. The patient's system controller was exchanged on (B)(6) 2024. The patient tolerated the exchange. The issue resolved after the exchange.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of data not being transmitted to the system monitor or heartmate touch was confirmed via submitted images. The heartmate 3 system controller (s/n: (B)(6)) was not returned for analysis. The customer submitted images and a video of the event, and intermittent ¿not receiving data¿ messages were observed. No product was returning, and no log files were available. The root cause for the reported event was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms and also contain a subsection ¿what not to do: driveline and cables¿. This section informs the user to check the system controller power cables for twisting, kinking, or bending which could cause damage to the wires inside. This section informs the user not to ¿twist, kink, or sharply bend the system controller power cables¿ and states, ¿if the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten¿. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Heartmate 3 instructions for use section 4 ¿ ¿system monitor¿ addresses how to properly use the system monitor, and the actions to take if the system monitor is not functioning as intended. This section also states how to view the system controller event history on the system monitor. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.